Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (95 percent stenosis degree) in the mildly tortuous mid rca. An acute stent thrombosis occurred 1.5 h after implantation of the orsiro mission stent. After ballooning of the stent thrombosis, a timi 3 flow was re-established. Patient was loaded on aspirin and plavix after initial procedure. IV cangrelor was given during repeat intervention to open thrombosed stent. Patient was transferred to heart cath recovery for duration of cangrelor drip and then transferred to ICU. One day after procedure the patient was doing great and was discharged home.

Manufacturer narrative:
Combination product: yes. The affected product was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies or other relevant clinical information could not be obtained. Review of the product release documentation confirmed that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified. Since medication was changed between the first and the second intervention, dapt effectiveness may have been a contributing factor to the reported event which could not be confirmed. Please note that, according to the orsiro mission us IFU, administration of appropriate anticoagulant, antiplatelet and vasodilation therapy is critical to successful stent implantation.